Manufacturer narrative:
Based on the device identification the complaint databases were reviewed for similar reported events regarding bone cement setting time issues (set too fast). There has been (B)(4) other event for the reported lot. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. This event involves a device that is not cleared for sale in the u.s but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Situation: cement set 7 mins 50 seconds during hemi arthroplasty procedure. Procedure is safely completed without hiccups.

Manufacturer narrative:
An event regarding setting time involving simplex p cement was reported. The event was not confirmed. Conclusions: the investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Situation: cement set 7 mins 50 seconds during hemi arthroplasty procedure. Procedure is safely completed without hiccups.